Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an adverse event. The patient stated at approximately 4:00am, they had a hypoglycemic event and the emergency medical technician's (emts) were called by the patient's husband. When the emts arrived, they administered the patient with intravenous (IV) therapy of glucose and transported the patient to the hospital. The patient was seen by a doctor and released at 6:00am. Treatment made at the hospital is unknown. There was no allegation against the device as the patient was not wearing the dexcom sensor and transmitter due to the inability to pair the devices. At the time of contact, the patient was recovered. No additional patient or event information is available.